Event description:
Reporter stated that patient sought treatment in the emergency room, on 3 occasions,due to low blood glucose results obtained on the suspect device. Reporter stated that, most recently patient had obtained a blood glucose result of 33 mg/dl, while using the suspect device. Based on this result, patient reportedly sought treatment in the emergency room where,30 minutes later, her blood glucose measured "300 something" on a hospital blood glucose monitor. Reporter indicated that patient was treated with 10 units of 70/30 insulin. One hour later, patient's blood glucose reportedly measured 135 mg/dl, on hospital device, after which patient was released. Reporter noted that previous events were similar; blood glucose results were low on the suspect device and high on hospital device. No additional details were provided. Patient's current condition: "fine." While on the line with technical support, reporter reviewed the device's memory. Only 3 blood glucose results were recorded" 255 mg/dl, 215 mg/dl, 251 mg/dl (device's memory capacity is 500 results and all blood glucose tests are automatically recorded.reporter indicated that patient had attempted to performed a quality control test on the device; however, the device generated an error message. Technical support requested the return of the suspect product and replacement product was shipped.